Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02478.

Event description:
The customer reported two false positive results with ID now covid-19 on various dates. This test represents test two was performed on (B)(6) 2022. The customer received a positive result with ID now covid-19 on nasal sample on (B)(6) 2022, and a negative result with a pcr test on nasal sample on (B)(6) 2022. The patient was a symptomatic. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test two (2) of two (2).

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H10: reference MFR. Reports: 1221359-2022-02478 and 1221359-2022-02479.